Event description:
It was reported that the ilet pump would not charge on the ilet charging pad, while the pad successfully charged other devices, and the user requested a replacement but could not provide the pump serial number due to a house fire. No adverse clinical symptoms reported during the event. Outcomes included no impact to health and no hospitalization. Customer care agent attempted troubleshooting and performed verification of device identifiers that could not be completed. Investigation of this case revealed that the device could not be assessed because the pump was not available for return, and no device component could be verified as faulty. It was concluded, based on previously established findings for similar reports, that the cause was undetermined due to lack of returned device and incomplete information.